Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.828 volts as measured shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 86.644% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The patient was having uncontrolled seizures and was evaluated in a hospital. The patient typically has 8-10 seizures a month with vns but had 8 seizures in one day.

Manufacturer narrative:
The initial report indicated that the patient was not having an increase in seizures but there was some information that was received at that time that they were having an increase in seizures. Although another source said they were not having an increase in seizure.

Event description:
It was initially reported that the patient was experiencing more severe seizures although she was not having an increase in seizures. The patient was later hospitalized due to seizures. The patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Attempts for additional information have been unsuccessful to date.

Event description:
Information was received that the patient's lead was implanted on the wrong nerve. No additional relevant information has been received to date.